Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Note: the patient received two extensions from the same lot number. It was reported the patient's extensions were eroding through the skin. The patient's system was explanted and cultures were taken at the site.